Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus test was performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's complaint was unable to be duplicated in that the pump was found to be over delivering not under delivering. According to the investigation, the pump expulsor was trimmed in order to bring the delivery into more nominal of a range. Visual inspection confirms slight scratch on the lens. The pump lens was also replaced. Investigation unable to find fault with the pump housing.

Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy be -7.7%. It was not specified whether or not this occurred during infusion. It was also noted that the pump's screen had damage. No adverse patient effects were reported.